Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that the shaft was kinked 5cm and 7.5cm from the tip. The outer and inner diameters of the shaft were measured and found to be within specification. A .038" guide wire was advanced through the wire lumen with no unusual resistance encountered. No evidence of any material or manufacturing deficiencies contributing to the kinks were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a ventriculogram diagnostic procedure, catheter removal difficulties occurred. The physician advanced the 5fr impulse guide catheter and probed the right and left coronary arteries for coronary artery disease. Next, the physician attempted to cross the aortic valve, however, a kink in the impulse catheter was noted 3cm proximal to the pigtail loop. The physician attempted to remove the impulse catheter, however, removal difficulties were encountered. A non-bsc guide wire was advanced to straighten the impulse catheter, and the impulse was successfully removed from the patient. A non-bsc catheter was used to complete the procedure. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a ventriculogram diagnostic procedure, catheter removal difficulties occurred. The physician advanced the 5fr impulse guide catheter and probed the right and left coronary arteries for coronary artery disease. Next, the physician attempted to cross the aortic valve, however, a kink in the impulse catheter was noted 3cm proximal to the pigtail loop. The physician attempted to remove the impulse catheter, however, removal difficulties were encountered. A non-bsc guide wire was advanced to straighten the impulse catheter, and the impulse was successfully removed from the patient. A non-bsc catheter was used to complete the procedure. No patient complications were reported and the patient status is stable.